Event description:
Boston scientific received information that during this implant procedure, the local sales representative (sr) had to reboot the programmer three times before establishing telemetry. Then, following pocket closure during left ventricular (lv) threshold testing when start test was selected, the pacemaker dependent patient went asystolic. The pocket was reopened and the lead was tested using the pacing system analyzer (psa) and all measurements were normal. Technical services was then contacted for troubleshooting. It was first suspected that lvpp was interfering with pacing, however when the sr would reboot the programmer, the test could successfully be completed and thresholds matched the psa. Technical services discussed this could either be a programmer issue or an issue with the lv picking up the patient's atrial fibrillation and lvpp was withholding pacing and when lvpp was turned off after the programmer was rebooted, that lv pacing occurred and threshold matched that off the psa.

Manufacturer narrative:
The local sales representative was requesting an analysis on this programmer to determine if there were any issues with the unit. When analysis is complete, this report will be updated.

Manufacturer narrative:
Upon receipt, the programmer passed testing verifying boot up and interrogation function. No further analysis was performed.